Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon device interrogation, impedance readings showed "xxxxx" in all electrode and group impedance measurements. A power on reset (por) and minimal stimulation was also noted. The battery voltage showed 0.0 volts. The manufacturer's representative was unable to pull up tni codes. A one minute physician mode recharge (pmr) was done to reset the device from the por. The device was interrogated and found all impedance readings were within normal ranges and the patient felt stimulation again.